Event description:
Not delivering enough air.

Manufacturer narrative:
The unit was returned for the 3 year pm and repair and was recalibrated and tested. It met all specifications after the calibration was completed.